Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip was fired and the clip would not release from the artery. The clip was not formed correctly. The surgeon had to pull the clip off and the artery bled a little. Another device was used with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.